Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. Blood was observed on the outside of the balloon. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated 2mm proximal to the proximal edge of the distal markerband. The rated burst pressure of this flextome cb monorail device is 12atm (atmospheres). A visual examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. Multiple kinks were observed along the hypotube of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. The pressure and duration of the first inflation was 10 atmospheres. During second inflation, the balloon ruptured at 11 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. The pressure and duration of the first inflation was 10 atmospheres. During second inflation, the balloon ruptured at 11 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.